Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was giving him inaccurate high readings as compared to his feelings/normal results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that at an unspecified date and time, he obtained the alleged high readings of "409, 541, and 559mg/dl". The patient stated that he manages his diabetes with insulin (unknown type and dosage) and increased his insulin intake (unknown amount), as recommended by his doctor, in response to the reported issue. While on the phone, the cca noticed that the patient was "sounding exhausted" and when asked how he was feeling, the patient responded that he was "feeling nervous and shaky". The patient had to end the call. It is not known if the patient received any medical treatment in response to the symptoms. At the time of troubleshooting, the cca noted that the patient was unable to answer whether the meter was set to the correct unit of measurement or if an approved sample site was used for testing. Replacement products were sent to the patient. Although it is not known if the patient received any medical intervention after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.